Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The main speaker assemblies were returned to failure investigation (fi). The assemblies were tested and the reported issue was confirmed. It was determined that the speaker voice coil was open. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator generated a primary alarm failed error code. The ventilator was not in use on a patient at the time of the reported event.